Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented. Please cross-reference the following report: 8010047-2016-00074, 8010047-2016-00075.

Event description:
Four tb-0535fc devices were failed during a laparoscopic organ donation of kidney. About first device, probe damage error occurred. The user withdrew the device and the probe was broken outside the patient. About second device, the ptfe pad was partially separated. About third device, probe damage error occurred but no further malfunction was reported. About fourth device, the ptfe pad was partially separated. The procedure was completed with another thunderbeat device. There was no patient harm reported. This is the report about the first device.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-000073 to provide additional information based on the evaluation of the device. Device manufacturer date was identified and filled in the report. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of evaluation of omsc on january 14, 2016, omsc confirmed that the probe broke down at 15.5 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that a probe of a device is cracked since a user output the device contacting with something hard and the probe is broken when the probe is received a load. And there is a possibility that the error occurred since the user output the device contacting with something hard, and consequently the probe of a device is cracked. The instruction manual of the subject device already states; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.